Manufacturer narrative:
Sensor 3mh0611v774 has been returned and investigated. Visual inspection has been performed and no issues were observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be seated properly. Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc device. Customer reported a diagonal downwards trend arrow and a low reading of 53 mg/dl which was lower than a lab reading of 214 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.